Manufacturer narrative:
Dexcom inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to a painful insertion, sensor wire was still protruding from skin. Pt proceeded to pull sensor out of his skin. Pt reports no add'l complications. At the time of his call to dexcom technical support, pt was feeling fine.